Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 04/19/2016. The fse found that the probe wipep was faulty. The fse replaced the probe wipe and the instrument ran without leaks. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the couter act diff 2 instrument onto the patient vials. The volume of the leak was about a drop and was not contained within the instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.